Manufacturer narrative:
(B)(4). Customer is satisfied with current products and believes system if functioning properly. Customer did not wish to have supplies replaced. Customer is satisfied.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer does not feel well. She has stage 4 kidney failure other complications and critical illnesses. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is less than a month ago. The meter memory was reviewed for previous test result history: 1: hi (B)(6) 2017 03:00:00 pm fasting customer does not feel well, as she has multiple critical illness which her health care provider is well aware of but will not be seeking any more medical attention than what she is currently receiving at home with a nurse and care-giver always present. Care-giver performed a blood glucose test on customer and received fasting results of "hi".